Manufacturer narrative:
It was reported that revision surgery was performed due to pain. The surgeon stated that the devices were not defective. However, the patient current status is not known. The device(s), used in treatment, were not returned for investigation. The product name and the batch number of the affected device(s) were not communicated and are therefore unknown. A review of the production documentation could therefore not be performed. Based on the available information, the root cause of the reported issue remains undetermined and the need for corrective action is not indicated. Should additional information become available, this complaint will be reassessed. This investigation is considered closed.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that revision surgery was performed due to pain. It is not known the patient current status.